Event description:
Healthcare professional reported right side undulations, prominent folds, rupture, erythema, and peri implant liquid. Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ wrinkling :no observed. ¿ crease/folding of implant : no observed. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ erythema : unable to observe as it is a medical event that is not related to the device. ¿ seroma-late : unable to observe as it is a medical event that is not related to the device. ¿ pain : unable to observe as it is a medical event that is not related to the device.

Manufacturer narrative:
Cont. H.6. Health effect f1903-device explantation; cont. E3-phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, ¿peri implant liquid¿.

Event description:
Healthcare professional reported right side undulations, prominent folds, rupture, erythema, and peri implant liquid. Device has been explanted.